Event description:
It was reported that there was a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to perform a pump reset and successfully started their sensor session without encountering the error again.